Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting a repeating beeping noise but there were no visual alerts on the display screen, indicating a communication alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:a review of the black box and alarm history indicated that a call service 064 alarm occurred on 10/19/2014. Ezprime steps were successfully performed and the pump was exercised for 24 hours with no errors, alarms, or warning occurring. The pump cover was removed and there were no defects found to the pcb or to the motor assembly. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.